Manufacturer narrative:
The homechoice device was evaluated at the mfg facility. Review of the event log revealed four completed therapies from 1/24/1998 to 1/27/1998 with one reload set 163 encountered on 1/25/1998. Before priming, the software performs several checks to determine the integrity of the pneumatic system, the cassette, the occluder, and the door-cassette interface. If any of these tests fail, the software will alarm with a "reload the set xxx", where xxx is a three-digit pump error code indicating the test that failed. Reload the set 163 is gasket alignment or occluder related, and occurs during priming before the homechoice devices displays "connect yourself". Actions taken to clear a reload the set 163 alarm are to reload the cassette, pulling back and down on the tubes while reloading. Five consecutive disposable integrity tests and two consecutive 48 hour test therapies were performed and no problems were encountered. Results from these test treatments indicate the unit was functioning properly and within design parameters.

Event description:
Healthcare professional (hcp) reports homepatient (hp) noted cloudy effluent while using homechoice device for apd therapy. Hcp states on 1/27/1998, hp was diagnosed with peritonitis. Several cultures of effluent were taken, but results indicated no growth. According to hcp cause of peritonitis is unknown, and the hp is known to use proper aseptic technique. Follow up with hcp reveals that peritonitis event has been resolved.